Manufacturer narrative:
(B)(6).

Event description:
A patient's wife has reported that he had completed his treatment. When the cycler was opened to remove the cassette, a leak was noted. The nurse was notified. The patient received oral antibiotics as a prophylactic measure. The clinic has been contacted for additional information. Currently, the patient continues his treatment without further incident. A sample was saved for evaluation.